Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During preparation for the procedure while removing a ruby coil from its packaging, the pusher wire was found kinked and the ruby coil was not used in the procedure.

Manufacturer narrative:
Conclusion:the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the penumbra coil 400 (pc400 coil) pusher assembly was kinked approximately 1.5, 25.0, cm from the proximal end,the pet lock was also intact on the proximal end pusher assembly, the pusher assembly was fractured approximately 52.0 cm from the proximal end, and the coil was detach from the pusher assembly. The complaint has been evaluated. The complaint indicated that the coil was removed from the packaging and a kink was noticed in the pusher wire during inspection. Evaluation of the returned device revealed that the pusher assembly was kinked and fractured. This type of damage typically occurs if the device was improperly handled while being removed from the packaging. If force was being applied at an angle while removing the device from the packaging, it is likely that damage such as this may occur. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.